Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the insulin pump had an unresponsive keypad. The blood glucose reading was 56 mg/dl, which was treated. The customer stated that the act button no longer worked. No significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.